Event description:
The doctor reported separating a file in a patient's tooth. The file was not retrieved as of the time of this report. The doctor will follow-up with the patient to determine treatment.